Event description:
It was reported that the patient has to tap their device or ride down a bumpy road for the rate response to kick in. It was also reported that the rate response was previously adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).